Event description:
It was reported that the customer received a failed battery test alarm. The customer had tried three different batteries with no success. The customer's blood glucose was unknown. Troubleshooting was done. After troubleshooting, the insulin pump alarmed failed battery test again. Advised to monitor the insulin pump. Advised that a replacement battery cap would be sent as to rule out any possible issues with the battery cap. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.